Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a heart rate of 30 beats per minute and visited emergency room unplanned. The boston scientific technical services consultant reviewed the transmission report, agreed that this rv lead exhibited lead dislodgement and recommended to consider chest x ray to confirm lead location. In addition, this rv lead exhibited a low intrinsic amplitude measurement of 2.4 milli volts as per recent daily measurement. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that the patient experienced shortness of breath due to intermittent heart block. As the lead dislodgement was confirmed via x ray, this rv lead was programmed to single pacing and surgically repositioned. No additional adverse patient effects were reported.